Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump fell into the ocean, and the customer experienced an alert regarding battery issues. Additionally, due to experiencing an unspecified malfunction alarm, troubleshooting was unable to be performed. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.